Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lesion was 80% stenotic, not 98% as previous reported. An attempt made to track the stent was unsuccessful. When the stent was withdrawn back into the sheath the stent came off the stent delivery system. There was never an attempt to inflate the balloon mounted stent.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a abdominal aortic aneurysm (aaa) stent graft and renal artery stenting procedure, a stent dislodgement occurred. The 98% stenosed lesion was located in the renal artery. During advancement of the 6.0x20x75cm express ld iliac/biliary premounted stent system resistance was encountered as the device was unable to cross the stenosed lesion. While the stent delivery system was being withdrawn the stent dislodged from the delivery balloon and migrated to the aorta undeployed. Several attempts to snare the stent were unsuccessful and the stent remained inside the patient. The stenting procedure was not completed due to this event. There were no further patient complications reported and the patient status is listed as 'ok'.